Event description:
The tech set up to do a static standard image and total body to follow. Static was completed and then contoured for a total body then performed a total body with no problems. Acquisition was completed. Tech set up pt to do pictures of arms. To do this view, facility frequently turns camera head from zero to 90 degree position and then lowered to stomach. Tech then hit start not realizing bone protocol was set up. She hit stop and this is when pt's stomach was pressed for a second. Additional info received 5/28/1999 from cnmt: technologist completed a static acquisition and then set up and countoured for a total body bone scan. Total body scan was performed and completed without incident. The same pt was then positioned to do a static acquisition of arms by moving camera over upper abdomen with head 1 turned to a 90 degree position and lowered almost touching pt's abdomen (pt's arms were raised up and resting against head 1). Technologist pressed start button on hand control, thinking that a static acquisition had been qued to follow upon completion of total body scan. Head 1 then began immediately to lower and press into pt's abd. And lower ribs. Emergency button on console was pressed after approx 2-3 seconds. Safety pad on head 1 was unable to engage due to camera head position. Table was lowered after 1-2 minutes of difficulty trying to raise camera head using hand control. Tech stated that he knew facility was not performing acquisition properly by turning side of detector head toward pt where no safety pad exist. He also stated that pt probably sustained some broken ribs as a result of this action (this was not stated in previous report from him).